Manufacturer narrative:
The events occurred on an unspecified date of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of buretrol sets backflowed with normal saline despite the vent being closed. This was further described as,¿ the buretrol tubing was filled with saline to the top despite the vent being clamped and that a secondary line was connected to the luer lock where saline backed into the secondary bag¿ (no further detail). This was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.